Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication to treat intractable spasticity due to spinal cord injury/spinal cord disease. The healthcare professional stated the pt experienced intermittent spasms, so the device was explanted and another synchromed pump reimplanted in 2000. The explanted device was returned to the MFR for analysis. The pt condition is improved.